Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) product returned and evaluated with no defect found. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 110-120mg/dl fasting. Verified test strips expire 11/30/2017. Conformed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6).